Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurements from 90 ohms to 140 ohms. Technical services (ts) was consulted and recommended testing options. The system was reprogrammed and will continue to be monitored. No adverse patient effects were reported. Additional information was received and a defibrillation threshold (dft) test was performed. No additional adverse patient effects were reported.